Event description:
It was reported that during the implant procedure for a right ventricular (rv) lead, the lead was re-positioned due to very bad sens ing. After four re-positioning attempts, the stylet could not be removed from the rv lead and the tip would not retract.

Event description:
No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated, the stylet/guidewire was kinked/buckled, the distal lv (low voltage) electrode of the lead was covered in blood, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.